Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had history of a previous device infection with no known medical intervention and the device had remained in use at that time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was not an infection at the time the device was explanted and replaced. Therefore there was no antibiotic treatment given at that time.